Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 2/19/2020. Device evaluation: the complaint sample was received in its original package. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. Both haptics was observed slightly distorted. The condition in which the sample returned is consistent with a lens that was implanted and explanted. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed one additional complaint folder for this production order number, but not related to the reported event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to visual distortion of shape. There was no additional surgical intervention required. Reportedly, patient has recovered post-exchange. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(6) and CAPA-010215.